Event description:
It was reported that, "hospital discovered damage upon receiving at their loading dock area. (B)(6) hospital employee found the (B)(4) box had a hole and upon emptying the contents of that box, noticed the box packaging, the above product also was damaged."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.